Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, magnetic functionality and electrical tests of the returned device were performed. Visual inspection revealed that the pebax was broken. The device was connected to the carto 3 system, and it was recognized and visualized, no mapping issues were observed, however, a signal noise was observed on the carto 3 screen, in the second electrode, due to an open circuit in the tip area. A manufacturing meeting was requested to investigate the root cause of the broken pebax, and to determine if this condition could be related to the issues reported by the customer. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The mapping issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The electrical issue reported by the customer was confirmed. After the manufacturing investigation, the root cause of the open circuit could be related to the mishandling of the tip that caused the wire to break during the manufacturing process. An awareness session was performed. The root cause of the broken pebax remains undetermined; however, it is confirmed not to be related to any manufacturing processes, equipment, or environmental conditions under our control due to the test that were performed to the pebax. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Ensure that catheter visualization initialization has finished. Ensure that the electrodes selected for mapping are out of sheath. Ensure that conditions for catheter visualization are fulfilled and the selected mapping catheter is visualized. Disconnect and reconnect the catheter and ensure proper connection. Replace the catheter or the cable. The instruction for use (IFU) of the device contains the following recommendations: do not scrub or twist the distal tip electrode during cleaning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a broken pebax. Initially, it was reported that there was noise on the distal electrodes of the thermocool smarttouch® sf and the catheter was not building matrix. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the case continued. No adverse patient consequence was reported. The signal noise and mapping issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 21-jan-2025, the pebax was observed as broken. This was assessed as MDR reportable with an awareness date of 21-jan-2025.